Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was explanted. The reason was not provided. A new device was successfully implanted. No additional adverse patient effects were reported. The local area field representative was contacted for additional information, however at this time no further information is available.